Event description:
Blood glucose = 18mg/dl. Called doctor, went in for lab. Doctor office meter = 140mg/dl, lab meter = 46mg/dl. 10 minutes between tests and 2 hours since customer's last meal. Spouse unsure if any treatment was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.